Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff found that a benchmark 6f 071 delivery catheter (benchmark) was broken close to the hub. The broken benchmark was found prior to use and, therefore, the benchmark was not used in the procedure. The procedure was completed using a new benchmark.